Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, a 980 ventilator generated a safety valve open message. Although requested, it is unknown if the patient was connected to the ventilator at the time of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event.